Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient reported a daily fluctuation in vision. The lens was exchanged approximately two months after initial implantation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and email. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer indicated the use of an approved cartridge with a handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A completed questionnaire was received on (B)(6) 2015. (B)(4).